Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A distributor contacted zoll to report that a patient had skin irritation caused by the lifevest. The irritation was described as red and itchy skin about 2 inches wide that was not open. The patient was instructed to use alcohol on the rash by a medical professional. There is no allegation of a device malfunction. Follow-up indicated that the rash had improved.